Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed during ablation of the right superior pulmonary vein (rspv). The case was switched to and completed with radiofrequency. At the end of the procedure, phrenic capture wasseen while pacing and the phrenic nerve had recovered. Later in the week, the patient presented to the emergency room with chest discomfort and shortness of breath. An x-ray was performed and the right hemisphere of the diaphragm was noted to be "raised." It was surmised that the pnp had returned and the patient was discharged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was not hospitalized and that unknown treatment was performed for chest discomfort.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.